Event description:
It was reported that patient with this inflatable penile prosthesis presented with cylinder not reaching the penis glans on the left side. The physician opted to remove a 3cm rear tip extender (rte) and replace with a 5cm rte. No patient complications were reported.